Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012592879 was returned and analyzed. The returned catheter presented visible issues upon receipt, notably with the steering function knob completely detached. Additionally, the slide function was stuck. The shape of the capture device appeared unremarkable without any atypical features. The catheter was connected to a test catheter interface cable seamlessly, with both latches fully engaging into the catheter connector, ensuring a secure connection without any resistance. Mechanical verification of the steering and slide mechanisms was performed. Despite attempts to soften the guidewire lumen using disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its range of motion to only half of its full sliding capacity. The catheter was reprogrammed and linked to the pulseselect generator via a test catheter interface cable. During the procedure, an error (error 2000) occurred, indicating an issue with the catheter's electrical current. The hipot test verified the integrity of the electrode wires' insulation. However, electrical continuity testing identified an open loop at electrodes 4, 5, 6, and 9. X-ray imaging detected a broken hypotube and a kinked, breached guidewire lumen within the handle. Dissection further revealed entangled electrode wires inside the handle, along with a broken electrode wire. In conclusion, the loop catheter failed the returned product inspection due to the broken hypotube and a kinked, breached guidewire lumen within the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while the catheter was being prepped for the case, the steering knob fell off the catheter before it was used. There was no patient involved.